Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation and had shoulder pain. The patient described the irritation as small redness above a scar from a recent bypass surgery. The patient reported the garment was pressing against the scar. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed ointment and massages by a medical professional. Follow up indicated the irritation improved. Reporting out of an abundance of caution. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation and had shoulder pain. The patient described the irritation as small redness above a scar from a recent bypass surgery. The patient reported the garment was pressing against the scar. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed ointment and massages by a medical professional. Follow up indicated the irritation improved. Reporting out of an abundance of caution.